Manufacturer narrative:
The insulin pump received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer's family reported via phone call that the insulin pump had no delivery alarm, motor error. The customer's blood glucose value was 300 mg/dl at the time of the incident. Troubleshooting was done. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump, to retrieve the settings and to revert to the back-up plan. The insulin pump will be returned for analysis.